Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary the complaint was re-opened after receiving additional information. This cement product has been added to the original complaint from info provided in the additional information. No device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot null device history batch null device history review null if information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Received medical records on (B)(6) 2018. Medical records reviewed for MDR reportability on (B)(6) 2018. Right attune total knee revised to address tibial subsidence and loosening. The revising surgeon provided no additional information regarding specifics of subsidence, or at what interface(s) there was loosening of the tibial tray component. Femur, tibial tray, and tibial insert components were revised; the patella component was retained. No product or lot codes available for implants. The cement manufacturer for primary surgery is unknown. Doi: (B)(6) 2015; dor: (B)(6) 2018; (right knee).